Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was not able to reproduce the reported issue. The fse inspected both ECG cables available and the unit passed all test per manufacturer specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was experiencing trigger issues, and was unable to obtain a good trigger reading. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.